Event description:
Customer reported to beckman coulter, inc. (Bec) that ion selective electrode (ise) waste overflowed. Customer reported that they disabled the ise system on the unicel dxc 800 synchron system as soon as the problem was discovered. Customer reported that the volume of the overflow was less than 1 liter. Customer reported that erroneous results were not generated. There was no report of any adverse event or injury requiring medical intervention or patient treatment. Bec field service engineer (fse) troubleshot the issue with the customer via the telephone. The fse identified line #15 was not filling, suggesting a failed valve. The fse instructed the customer to replace the valve which resolved the issue.

Manufacturer narrative:
(B)(4).